Event description:
The MFR rep reported the pt was suffering intermittently from pain, sweating, and anxiety alternating with periods of sleepiness and being difficult to rouse. The drug used in the pump is morphine 20 mg/ml at 2.3 mg/day. The residual volumes have been accurate at pump refills. No troubleshooting or alarms were reported. The device was explanted in 2006. The device is to be returned to the MFR for analysis but has not been received as of the date of this report.